Manufacturer narrative:
Investigation results: the loader device was not returned. The visual inspection revealed that the delivery device's plunger had been depressed. The tension spring was in the delivery tube and the seal was outside that tube. There was evidence of blood inside the device and on the seal. The failure that the seal did not deploy is confirmed, based on how the seal was received. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester loaded the heartstring seal and removed the delivery tube from the loader device. When the surgeon deployed the seal into the aorta, the heartstring seal did not deploy correctly. The surgeon pulled it out and had the harvester load another heartstring seal. The second seal was loaded and when the delivery tube was removed, the seal remained inside the loader device, a third heartstring seal from a different lot number was used to complete the procedure. No pt complication was reported by the hospital. This report is for the first seal.